Event description:
It was reported that the patient complains of pain. He can't lie on the right side or even cross his leg.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.